Event description:
The customer contact reported a tubing separation. The tubing set was being used to deliver an unspecified maintenance solution to keep the line open. After an unspecified length of time in use, the tubing separated from the clave. The tubing set was removed from clinical use and the therapy was discontinued. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.